Event description:
Allegedly patient has significant osteoporosis around hip. S/p tha, patient developed severe hip bursitis and had migration of her acetabular component to a vertical edge loading position.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00298, 00299.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly patient has significant osteoporosis around hip. S/p tha, patient developed severe hip bursitis and had migration of her acetabular component to a vertical edge loading position.